Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, that the customer experienced an activation has been interrupted due to an error condition with an error c 00, and error c 33 was also found in the system logs. The customer and technical service engineer (tse) attempted a hard power cycle, but the issue persisted. Tse then discussed using a classic setting as a workaround (with limited effect level) and asked whether the customer had a forcetriad available; the customer indicated they did and planned to locate the activation cable. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the issue was confirmed in system log review which identified recurring errors c 33, m 11, m 12, and c 06 errors on several other dates. During testing, the unit displayed c 33 at startup, and erbe logs recorded c 00. Visual inspection also noted yellowing/discoloration of the bezel. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error c 33 is attributed to a faulty electrical component inside the erbe generator. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.